Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and power loss alarms were triggered when backup battery loaded voltage (loaded v lith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level at the time of incident and current was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.